Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: the keypad was fully intact, with no peeling or damage observed. The contrast, up, down and ok keys responded to testing. The keypad was removed to further investigate and evidence of keypad contamination was located under the contrast, up, down and ok contact button. Unrelated to the keypad issue, the pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok button was sticking. The reporter denied damage to the keypad and denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.